Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the product misfired. It was unknown how the procedure was completed. No additional information is available. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that one el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the device was fired and the first two clips were formed with gap due to that the clips did not fully advance into the jaws. The instrument was cycled and the remaining ten clips were fed and formed as intended. The device was disassembled in order to evaluate the condition of the internal components and no anomalies that could prevent the correct feeding and formation of the clips were noted. No conclusion could be reached as to what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.